Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a journal regarding a patient receiving morphine via an implantable pump. The indication for use was n on-malignant pain and rsd/causalgia- complex regional pain syndrome. It was reported that in 2006 the patient started to experience occasional symptoms the patient struggled to explain. The first episode occurred when the patient was standing in the kitchen and started to smell something burning. The odor became so overpowering that the patient felt they could taste it. The patient feared their home was on fire so they called 911. The firefighters were unable to smell anything and suggested the patient might be having a panic attack. Nothing was a blaze and instead the patient was just hallucinating tastes and smells. It was noted that in 2008 the patient's pump was removed as it was on the verge of expiring.